Event description:
It was reported by the affiliate in japan that during an unknown procedure on (B)(6) 2022, it was observed that the versalok anchor with threader tab was not applied normally when a deployment gun was triggered. According to the report, the anchor became incomplete coalescence. Then, the surgeon noticed a burr between the inserter and the gun. The burr became an obstruction, and the gun and the inserter did not connect properly. The surgery was completed successfully with over 30 minutes delay. There was no harm to the patient. The device was brand new and the first use when the issue occurred. No further information is available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j employee. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, the inserter was returned with the anchor pin and sleeve attached. The anchor sleeve is severely damaged, the titanium pin is visible due to the sleeve damage. The anchor sleeve was removed to verify the integrity of the metallic threads, they are in good condition, no structural damages could be observed. The titanium pin has a few marks and scratches, and it was broken. No anomalies found in the shaft. The end cap and threader tab were not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number:8l67280 , and no non-conformances were identified. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to the handling of the device and the misaligned shaft at the moment of insertion, the operator could have use an excessive force while malleting the device, as a result of this, the anchor pin was broken; based on the information provided, the burr became an obstruction, and the gun and the inserter did not connect properly. This damage may cause not insert the anchor properly. As per IFU: tap the back end of the shaft with a mallet. In hard bone, the awl maybe used first to create a starter hole. Remove the end cap, if used, and advance the gun down the shaft until it clicks firmly into place. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.